Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the device's cord plug was cut off and not returned. The reported condition could not be confirmed. Investigation found that the cord has been cut off and the cord plug was not returned. Without the cord plug, a detail investigation could not be performed for the reported complaint. The investigation could not determine the root cause of the customer's report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device had a partial seal. Regrasp alert and end tone was heard. There was no patient injury.